Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump got the blank display. The blood glucose level was unknown. Customer also stated that the display is still blank. The product will not return for the analysis.